Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening linear on posterior. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and brown particles inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation."

Event description:
Healthcare professional reported right side deflation. The device has been replaced.